Manufacturer narrative:
Age at time of event- (B)(6).

Event description:
It was reported that guide wire removal difficulties were encountered. The target lesion was located in the anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. After dilatation, a rotawire was swapped to do rotablator atherectomy. However, the balloon got stuck on the wire. The balloon could not be pulled off and had to cut the wire. The wire was then cut outside the patient's body and used a different short support catheter to swap out the wire. Both devices were completely removed from the patient's body before proceeding with the intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.